Manufacturer narrative:
Product complaint # (B)(4). Complaint (B)(4) is a duplicate report of (B)(4). Investigation results have been filed under medwatch (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was performing a revision removing another vendor¿s posterior predicable screws (nuvasive armada and medtronic solerea 5.5 l2-s1 screw/rods). The patient presented with sagittal imbalance, corona imbalance and resulting pain from pseudoarthrosis (from the other vendor¿s hardware failure). The surgeon was performing a t10 to the ilium posterior lateral fusion including a l2 3 column osteotomy. Using expedium 5.5 titanium spine system and viper cortical fix screws. After successfully removing the nuvasive and medtronic screws dr. Morrison used the o-arm in conjunction with stealth navigation to cannulate the pedicles. He placed all of his screws and was happy with their positioning with the exception of l3 on the right (replaced the globus 6.5 x 50 mm screw with a 7.0 x 50 mm cortical fox screw. He did not tap). He requested and expedium t20 spring loaded screwdriver the back out the l3 screw . He began to back out the screw when he heard and felt the tip on the screwdriver break in the cortical fix pedicle screw. He then proceeded to use a metal cutting burr to cut the tipping head off of the shank. He then used a 6.0 mm screw extractor bit from the depuy spine srb removal set the remove the cortical fix shank. Once he removed the broken screw he tapped the hole with a 7 mm expedium tap and then inserted another 7.0 x 50 mm cortical fix screw. He was satisfied with the purchase. The surgeon went on to successfully complete the surgery after the incident. Patient consequence? :no. Patient consequence description:additional 10 minutes of surgery to remove and replace screw from broken screwdriver. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.